Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was transplanted. "It was that the pt was moved up the transplant list to 1a status for an infection and had a previous pump exchange". The pump will be sent back for eval.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device is completed.